Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a fracture and oversensing of noise leading to pacing inhibition . It was noted that the patient experienced palpitations. The ra lead was inactivated and replaced. No further patient complications have been reported as a result of this event.